Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for evaluation. Based on the limited information received, it is unk if patient or procedural factors contributed to this event. The results of this investigation are inconclusive and the root cause is unk. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to the following: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.

Event description:
It was reported that the filter migrated. The filter was implanted 7 months ago prior to gastric bypass surgery for morbid obesity. The vena cava size was 9 mm. Today, at the planned scheduled removal, it was noted that the filter had migrated 2.3 cm. The filter was removed without incident and the patient is fine.